Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 426 mg/dl and other relevant blood glucose level was 298 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm and it was resolved by changing complete set. Customer was treated with manual injection. Customer stated that the insulin pump was in auto mode right before blood glucose value of 426 mg/dl but was kicked out. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.